Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, the delivery device was inserted, but the bladder could not be confirmed, even when the base of the shaft of the delivery device was inserted up to the external urethral orifice. The delivery device was removed once, and the urethra was confirmed with a cystoscope. The procedure was started again and was completed with the original delivery device without patient complications. However, the physician considered that a pseudo urethra may have been formed during initial insertion of the delivery device, thus resulting in the formation of a flow path.

Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, the delivery device was inserted, but the bladder could not be confirmed, even when the base of the shaft of the delivery device was inserted up to the external urethral orifice. The delivery device was removed once, and the urethra was confirmed with a cystoscope. The procedure was started again and was completed with the original delivery device without patient complications. However, the physician considered that a pseudo urethra may have been formed during initial insertion of the delivery device, thus resulting in the formation of a flow path.